Event description:
Complaint received that alleges "following an operation for a total knee replacement, as part of recovery I was given a knee pad filled with icy water to help reduce the swelling, item to be use at home. It sprung a leak but unfortunately the water came out in a jet and landed further away on customer laptop. Laptop destroy and had to buy a new one".